Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary rx fully covered rmv stent was implanted to treat a long malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, during the removal of the delivery system, the delivery catheter caught on the stent and the stent was moved slightly out of position. In the physician¿s assessment, the stent was still in an acceptable position and the procedure was completed. On (B)(6) 2017, the patient returned and the physician scheduled a restenting procedure the next day. On (B)(6) 2017, the dislodged stent was removed from the patient¿s body and the physician implanted another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.